Event description:
The following has been reported:biomed reported:(B)(6)service needed alert. Send to depot.received at depotconfirmed pump problem error wait for log reviewpreliminary investigation: pneumatic compressor fail leakpneumatic fail at startupreplaced full pneumatics systempump placed in bring up mode and sent to the test linepass all stations of the test line front housing .provisioned pump to 08 server sent to heratherm.loaded into heratherm @(B)(6) 2026.pulled from heratherm @ (B)(6) 2026.24 hour dwell - complete.lvp burn-in test â"[?]"" Pass.accuracy test - pass.electrical safety test - pass.provision pump to mayo serverreturn to service.provisioned pump.software update complete.a preliminary review identified the following issue: mechanical hardware failure (air compressor)unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.the device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.